Event description:
Alleged a patient got out of bed and was injured. The facility determined the bed exit was not armed. He has tested the system and the ppm modes are working. The facility would not release information regarding the patient or allow access to the bed.